Manufacturer narrative:
The investigation into the battery power issue has been completed. The automated impella controller (aic) was returned for investigation. The cause of battery-related alarms was a communication glitch between charger (pbm) and batteries, most likely due to defective pbm. The cause of the defective pbm is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an automated impella controller (aic) for mechanical circulatory support. While on support, it was reported there was a battery failure. The device was replaced with another aic. No report of patient harm or injury.